Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of coyote es balloon catheter. Microscopic examination revealed a pinhole in the balloon material located 20mm from the proximal edge of the distal markerband. Investigation revealed no irregularity of the markerbands that could have contributed to, or caused the pinhole. Inspection of the remainder of the device, apart from the observed damage, revealed blood and contrast throughout the inflation lumen. No other damage or irregularities were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a 0.014 non-bsc guidewire crossed the lesion, a 2.5mmx40mmx145cm coyote es balloon catheter was advanced for dilatation. However, during the 1st inflation at 6 atmospheres, the balloon ruptured after being inflated for 10 seconds. The balloon was completely removed from the patient. The procedure was completed with a 2.00mmx40mmx145cm coyote es otw (sterling es) balloon catheter. No patient complications were reported and the patient's status was good.